Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), product type: lead. Product ID: 977a275, serial# (B)(4), product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had an x-ray on (B)(6) 2018 and it showed that the lead had ¿been pushed away¿ from where it was. The patient wasn't even sure if the lead was connected to the implant. The patient noted that it was nothing that the surgeon did to cause this and that it was probably due to some of their other health problems. The patient stated that they wanted to have a possible lead revision done quickly because they retain water and the have pain. The patient turned off the ins 6 weeks ago because it wasn't working to control their pain and was making their water retention worse. The patient stated that they can ¿feel the pain coming through the water all the way up to the legs.¿ the patient stated that they pain was getting worse and that they now feel numbness and tingling with the pain. No further complications are anticipated.